Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that their insulin -pump is over delivering insulin. The customer did not provide their blood glucose levels at the time of the call. The customer did not troubleshoot the issue and did not return the device back for analysis.